Event description:
The patient reported the doctor recommends byte is not the best fit for the patient due to overbite and an over jet.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.